Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Although the complaint cannot be confirmed, potential root causes have been identified. Air leaks between the grommet of lvp and the ipc admin set may result from the following factors 1) dirt in the ipc section of the lvp pump, which prevents the admin set from achieving a complete seal, 2) worn grommet on the lvp pump, which needs periodic replacement, 3) scratches or deformations on the exterior side of the admin set ipc that prevent a complete seal. However, without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line.

Event description:
The following has been reported: these pumps are having cassette misload errors and pump error alarms. No stopped infusions or patient harm. They have been reset, cleaned, and ran test infusions as requested in previous emails and still have issues. This lot # 2320917872 occurd when using lvp pump. No lot numbr is available for sets at the moment. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure) an active infusion was not stoppped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.